Manufacturer narrative:
D1 brand name was updated. D3 manufacturer fax was added as it was inadvertently omitted from the initial report. D9 product was returned. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an automated impella controller generated multiple yellow controller error alarms. Pump flow remained stable and the alarms were self limiting. The patient was in stable condition.

Manufacturer narrative:
B5 event description was updated/added.

Event description:
Additional information was received added that the placement signal not reliable alarm began around 2pm. No manipulation of patient or lines. Vs stable. Flowing approximately 2.5l with no change in flow. Mc still pulsatile. Md states that during priming, the placement signal took a long time to zero and may have never zeroed.